Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was false empty detect and use error with initial drain alarm setting inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: "setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an iipv situation." If any additional relevant information is received, a follow-up report will be sent.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy with an occurrence date of (B)(6) 2013 at 03:34:34. During drain cycle one the home patient (hp) had a drain volume of 2267ml which meets iipv based on a maximum programmed fill volume of 1300ml. No further information was available.